Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for atrial fibrillation (af) with rapid ventricular response, which the cardiac resynchronization therapy defibrillator (crt-d) detected as fast ventricular tachycardia (fvt). The crtd remains in use. No further patient complications have been reported as a result of this event.